Event description:
Allegedly patient was revised due to mom complications: loosening of prosthetic joint:-left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01217, -01218, -01219.